Manufacturer narrative:
Conclusion: vasospams are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00317. Device disposed of by hospital

Event description:
Patient presented to hospital with occlusion in right m1. A 75mg IV-rtpa were administered, after which the patient was deemed to be refractory and was enrolled in penumbra separator 3d trial. During the procedure, it was thought that there was some vasospasm in the distal m1 branch of the right middle cerebral artery, and an additional 10mg of intra-arterial verapamil was infused through the guide catheter in the right internal carotid artery. After multiple passes with two separator 3d devices the occlusion persisted and the procedure was terminated with a final tici score of 0. The hospital classified the vasospasm as having an "uncertain" relationship to the penumbra system.